Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the proximal right coronary artery. A promus elite drug-eluting stent was noted to have stent thrombosis and another promus elite was placed on top of the first. No further patient complications were reported. It was further reported that the patient experienced chest pain and cardiac catheterization revealed stent thrombosis. Antiplatelet medication was given to the patient before and after the procedure. The patient current condition was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the proximal right coronary artery. A promus elite drug-eluting stent was noted to have stent thrombosis and another promus elite was placed on top of the first. No further patient complications were reported.